Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. There was no log available to download. The allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.